Manufacturer narrative:
The affected sling has been received by the manufacturer and its furhter evaluation and testing are ongoing. The conclusions will be provided upon the manufacturer's investigation completion.

Manufacturer narrative:
The customer sent voluntary medwatch report to food and drug administration in which informed about an event involving arjo repositioning sling. It was reported that when a patient was suspended 2-3 inches above the mattress (to change sheets) the bariatric sling started to rip along the left seam. In order to collect more information, arjo representative contacted the customer to gather information regarding this complaint. It was confirmed that the patient did not fall and was safely lowered back down on the bed. After the event, the sling was replaced for a new one. The customer indicated that the sling was new, just out of the package' at the time of use. Unfortunately, there is no information about the patient's exact weight but the customer ensured that it was within the sling weight limit. The repositioning sling in question was returned to the manufacturer to the dominican republic for further investigation. It was stated that neither events nor non-conformances were found performing the tests and during the investigation. The visual inspection performed by the quality engineer showed that the sewing was appropriate. In the report from sling evaluation there were presented two factors, which could cause attributable to sling condition: - the sling was hanging in the wrong place and for that reason, it was torn. - the fabric was damage or expired. However, the incoming inspection was successfully and this rules out that possible cause. Moreover, the repositioning sling (lot # dgd1300220) was being checked during quality inspection gate to verify the required product specifications and check whether the acceptable performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. In accordance with product specification, repositioning sling is intended for assisted lateral repositioning of residents with limited ability to move. The disposable repositioning sling ahd001 is intended to be used for a limited period only, and, by nature of its design, must be treated as a disposable and resident specific product. The repositioning sling is not intended for lifting transfers. Please note that there are a few factors, which might lead to reported malfunction: - product deficiency (problem with material or sewing) this hypothesis might be ruled out as the sling was evaluated by the manufacturer and no manufacturing defect was found. - the patient weight was over the limit. Information provided by the customer indicated that the patient's weight was within the weight limit. However, there was no provided specific patient weight. - the sling was damaged before the transfer e.g. Could accidentally becoming caught by an obstruction. The customer did not provide information that the sling was damage before use. - incorrect storage condition. No information provided about storage. - an excessive amount of force outside of intended use. This factor cannot be ruled out as disposable repositioning sling was being used for the patient's lifting which is not intended to be used for. The IFU for repositioned sling 04.sq.00-int1_2 contained information: "repositioning sling is a product intended for assisted lateral repositioning of residents with limited ability to move" "warning: to avoid injury, only use the sling for repositioning in bed. Never use the sling for transfer/transport." "Warning: to avoid falling, make sure that the user weight is lower than the safe working load for all products or accessories being used." "Storage: when not in use, the slings should be stored away from direct sunlight where they are not subject to unnecessary strain, stress or pressure, or to excessive heat or humidity. The sing should be kept away from sharp edges, corrosives or other things that could cause damage on the sling." From the information received, the sling ripped while the patient was lifted up with the use of the lifting device to change the sheet on the bed. The repositioning sling is only to be used for assisted lateral repositioning of residents and is not suitable for seated lifts or transfers. Please note, if the caregivers follow all recommendations and procedures provided in instructions for use and the sling is not subjected to an additional, external excessive force the risk of serious injuries and hazard situations is low. In summary, the repositioning sling was being used at the time of the event and played a role in the reported incident. As the sling started to rip along the left seam, the sling did not meet the manufacturer's specification during the event. This complaint was decided to be reported to the competent authorities in an abundance of caution. In case of recurrence, a tear could lead to a patient fall.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652).

Event description:
It war reported that patient was suspended 2-3 inches off mattress in a bariatric mattress. Sling ripped along the left seam of the sling. No fall involved. Patient was lowered back down to mattress height safely. No injury related to the incident. Sling involved in the incident was repositioning sling. The lift type, model number, and serial number is unknown.

Manufacturer narrative:
We are in a process of gathering detailed information about the reported incident. The affected sling has been sent to the manufacturer for further evaluation. The conclusions will be provided upon the manufacturer's investigation completion.